Event description:
Following an atypical flutter procedure, a cardiac tamponade was noted. A steam pop occurred during the ablation of the cti and the patient became hypotensive at the end of the procedure. A pericardiocentesis was performed which stabilized the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The event description indicated ablations were performed with an rf power of 40 w with an irrigation flow of 17 ml/min. Tacticath sensor enabled contact force ablation catheter instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and that ¿too high rf power during ablation may lead to perforation caused by steam pop.¿ in addition, the IFU recommends a minimum irrigation flow of 30 ml/min during ablations using power settings greater than 30 w; however, due to unknown procedural conditions, the cause of the reported event could not be conclusively determined. Based on the information received, the cause of the reported steam pop and cardiac perforation could not be conclusively determined.